Event description:
The red piece is at the end of the tube and it is used to connect to feeding tube. This piece is not supposed to be removable. When the red connection piece breaks apart from the tubing, the entire tubing needs to be removed and replaced. Nursing disconnected the tubing from the feeding. Patient was working with occupational therapy when it was noticed that the red cap fell off of the tubing. Patient required removal of damaged tubing and replaced in interventional radiology.